Event description:
It was reported that the stent was placed in the duodenum. Since the dilation was not enough, another manufacturer's stent was placed. The patient had jaundice and the stent was found broken by endoscopic examination. The indwelling period was 115 days.

Manufacturer narrative:
This complaint is being reported because it is the same or a similar device that is marketed in the united states. The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it remains implanted. A video recording was received and showed the luminexx stent placed correctly into the bile duct (protruding into the duodenum for 5 mm). This stent, located in the papilla duodeni, showed stent fractures of several segments in more than half of its circumference. As no additional information was available with respect to the position and the size of the underlying tumor, no evaluation could be made as to the forces that may have affected the stent. The compliant is confirmed by the images provided. Based on the images and the information received, the root cause for the stent fractures could not be determined.